Event description:
Reporter alleged the blood glucose monitoring device generated a result of "000" and was hospitalized due to not being able to take medication because he was unable to test on the device. Reporter stated when going to the hosp, their glucose result was 423 mg/dl. Reporter indicated being given an intravenous solution of saline and doses of insulin while being monitored overnight and the next day. Reporter stated being unable to run controls due to the "000" result. A request was made for the return of the suspect device and replacement product was sent.